Event description:
The following report was rec'd from the affiliate: approx seven mos post index procedure, although the pt was asymptomatic; a f/u coronary angiogram (cag) was conducted for pci on the left anterior descending (lad). The physician observed that the cypher sirolimus-eluting coronary stent implanted at the lmt was fractured 5mm from the proximal end. The fractured portion was sitting in the lmt, so while treating the lad, another cypher stent was implanted from the lad through to the lmt using crushing technique at the proximal end of the 1st cypher stent. The pt was in stable condition. There was no reported pt injury. Physician's comment: the probable cause of this event might be due to the fact that: the fractured area of the vessel originally had a strong motion. The platform of the cypher stent is very inflexible. Because cypher is a des, intima of the vessel was not covering the stent and the stent body was bare.

Manufacturer narrative:
The procedure was an elective case. The target lesion was the proximal circumflex. The vessel was denovo, bifurcated and ostial lesion. The lesion length was 8mm and the diameter of the vessel was 3mm. Lesion classification was type b2. Pre-procedure stenosis was 75%. Pre-dilation was conducted with a 2.5x12mm balloon at 12atms for 50 secs. A 3.0x23mm cypher sirolimus-eluting coronary stent was implanted at 16atm for 30 secs at the bifurcated area, between left main trunk (lmt) and the proximal circumflex. The proximal end of the stent was slightly prominent to the lmt. Post-dilation was conducted with a 3.0x15mm balloon at 20atms for 30 secs. The residual % of stenosis was 0%. Please note: device is distributed outside the us. However, it is similar to the us product. Any add'l info will be submitted within 30 days of receipt.